Event description:
It was reported that the patient experienced a loss of therapeutic effect on their right and left implantable neurostimulators. Specifically, the caller experienced no stimulation on the right side and intermittent stimulation on the left side. The symptoms began following an unrelated medical procedure. It was also reported that the left implantable neurostimulator provided coverage for the patient's arms while the right side provided stimulation for the patient's legs. The patient was reported as being in pain and has not walked since their medical procedure. The patient was informed that they may have broken wires. Both broken wires were noted in 2008. Reference manufacturer's report 3004209178-2009-04380.